Event description:
It was reported that during an atrial fibrillation (afib) procedure, the indifferent electrode light was flashing on this rf generator. Rebooting the generator, changing out the indifferent electrode cable and patch did not resolve the issue. After extensive testing it was found that both indifferent electrode cables were defective. Upon follow up, biosense webster received the information on (B)(6) 2013, (which changed the alert date) that showed the issue was found when the physician attempted first ablation. The patient was under general anesthesia for approximately 4.5 hours and mapping had been acquired of the left atrium and pulmonary veins when this error was discovered. A transseptal puncture was performed prior to the case cancellation. The physician does not consider cancelling the procedure caused a potential risk to this patient and the patient did not require extended hospitalization because of the procedure cancellation.

Manufacturer narrative:
Investigation is still in progress. A supplemental report on device evaluation will be submitted once it is completed. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that during an atrial fibrillation (afib) procedure, the indifferent electrode light was flashing on this rf generator. Rebooting the generator, changing out the indifferent electrode cable and patch did not resolve the issue. After extensive testing it was found that both indifferent electrode cables were defective. Upon follow up, biosense webster received the information on (B)(6) 2013, (which changed the alert date) that showed the issue was found when the physician attempted first ablation. The patient was under general anesthesia for approximately 4.5 hours and mapping had been acquired of the left atrium and pulmonary veins when this error was discovered. A transseptal puncture was performed prior to the case cancellation. It was found that the indifferent electrode cable was defective and it was resolved by replacing it. The device history record for stockert generator serial number (B)(4) shows that no manufacturing or test fails were noted during the manufacturing cycle related to functionality of the device. The device met all requirements prior to distribution.